Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed an irritation under the rear therapy electrodes. The patient alleged that she also developed an 'abscess tooth problem along her gum line which was painful, and a swollen face'. The patient alleged that everything was related. The patient reportedly visited the ER where she was given antibiotics, penicillin, loritab. However, the patient did not show the staff the irritation. The patient removed the device to allow the condition to resolve. The medical outcome of the condition is unknown. There is no apparent relationship between the irritation under the electrodes and the reported tooth abscess and swollen face.